Manufacturer narrative:
The lens was implanted therefore unknown if explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zxr00 19.5 diopter intraocular lens (iol) the patient's capsular bag tore. No further information was provided.

Manufacturer narrative:
Additional information was received reporting that the lens was not implanted or that the lens came in contact with the patient. Also, the product was returned and received for investigation. No additional information was provided. If explanted, give date: not applicable, implant not performed. If explanted, give date: not applicable, explant not performed. Device available for evaluation?: yes, returned to manufacturer on 07/03/2017 (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the iol was contaminated. This is expected as the lens was transported from controlled environment to a non-environmental controlled area. There are no further anomalies found in the returned lens. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.